Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair. To date no further details have been received. The service history record was reviewed and no repair information was found.

Manufacturer narrative:
Date of this report: 12/09/2015.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the display would not come on during a regularly scheduled maintenance test. There was no patient involvement.